Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was in the emergency room due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019. Blood glucose level of the customer was 600-700 mg/dl. The customer was treated with the IV insulin drip and saline. It was also stated that the customer had vomiting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose was unknown. Customer also reported that the insulin pump was not working. Customer also reported that smell insulin, reservoir was cracked and reservoir compartment was wet. Customer also reported that serial number was worn off the back of the insulin pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.